Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). While removing the tibial bone pins, the more proximal bone pin was noted to be shorter than the other bone pin, indicating a break of the bone pin.

Manufacturer narrative:
A post-operative x-ray revealed two bone pin fragments in the patient's tibia. The surgeon hypothesized that the bone pin broke upon insertion, and then again upon removal. Both pieces are well below any soft tissue and the surgeon opted to leave them in place. Bone pin bends occur occasionally, and bone pin breaks occur rarely; both are known issues of orthopedic procedures. Tips of drills and bone ins are sometimes left in patients and are considered low risk by the surgeon. The material used for mako's bone pins is astm f138 grade 316l stainless steel, which is safe for long term implantation. Mako's rate of bone pin failure is low ((B)(4)). The 3.2 mm bone pins used in this particular case were successfully validated previously by multiple surgeons in a cadaver lab, and found to be safe and efficacious in both hard and typical bone quality. Available historical data on bone pin breakage were also analyzed for the investigation. Surgeons were surveyed for further insight into the issue as well. The analyses show the major contributing factor to bone pin breakage are: surgical technique, patient selection, failure to use a drill guide, and using a drill speed that is too slow, thereby increasing torque on the bone pin. Surgeons did not express concerns about the rate of bone pin breakage associated with the use of the rio.